Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that a cartridge change error occurred. The customer reported a blood glucose level of 133 (mg/dl); however, customer stated this was a good level. It was indicated that manual injections were available for diabetes management.